Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received several inappropriate shocks for atrial fibrillation (af). Rhythmid was found to be correlated, then false, resulting in therapy delivery. Device reprogramming was then made. Boston scientific technical services (ts) discussed that therapy was exhausted in the ventricular tachycardia (vt) zone. Subsequently, the patient went into vt and was treated appropriately. The device remains in service. No adverse patient effects were reported.